Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a triclip procedure was being performed to treat grade 5 tricuspid regurgitation (tr). One clip was positioned and deployed without issue. A second clip was advanced and positioned. Establishing final arm angle (efaa) was performed successfully prior to deployment. The lock line was removed and the second efaa was attempted, however the clip continuously opened to 45 degrees. The clip was not able to open enough to remove from the leaflets. The clip was closed and then deployed, where upon it opened from closed to 30 degrees when the clips delivery system (cds) handle was retracted. The clip was stable on the leaflets and tr ended at grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.